Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her daughter's insulin pump alarmed battery out limit after inserting new batteries. The alarm occurred also after attempting a bolus. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly and battery. Customer's blood glucose was 193 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.